Manufacturer narrative:
Concomitant medical product: 5076-65 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get any green lights on the telemetry portion on the remote monitor during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to device clinic for follow up clinic. This will help rule out any potential implanted device concerns. Patient may bring monitor with them to verify it is able to read their device before going home. The device remains in use. No patient complications have been reported as a result of this event.